Event description:
Medtronic received information that a balloon aortic valvuloplasty was performed after the implant of this transcatheter bioprosthetic valve. A subsequent electrocardiogram showed complete heart block. Temporary pacing support was continued until implant of a permanent pacemaker five days after the valve implant. No subsequent adverse patient effects were reported.

Manufacturer narrative:
Conduction disturbances, such as complete heart block, are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).

Manufacturer narrative:
The date of implant was corrected to reflect that the permanent pacemaker was implanted one day post valve implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.